Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump displayed multiple " wrong cassette" errors. There were no injuries or adverse events reported.

Manufacturer narrative:
Evaluation results: one cadd-solis pump was returned for investigation in used condition. The tamper seal was missing, and the lens was damaged. A sensor test was performed. The pump was found to be functional. The unit was running as expected/programmed under the tests. No further action was required. A root cause was not established.